Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04629, 0001822565-2017-06462, 0001822565-2017-06463, 0001822565-2017-06465. Unknown nexgen bearing. Unknown nexgen femoral. Unknown nexgen tibial tray. Unknown nexgen patella. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04629, 0001822565-2017-06462, 0001822565-2017-06463, 0001822565-2017-06465. Unknown nexgen bearing. Unknown nexgen femoral. Unknown nexgen tibial tray. Unknown nexgen patella. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that 5 patients had expired. There were no indications of device complications. Attempts have been made to obtain additional information and further information is not available at this time.